Event description:
It was reported, "electrodes were used on patient during a visit to the ER. He later visited (B)(6) medical clinic with the ecgs due to a reaction that he experienced. Sue did not have any additional information and did not believe that he received treatment." ECG electrode survey reported that the patient was undergoing a 28 day cardiac event monitor recording. The reported skin irritation was reported as red marks and blisters at the electrode sites. A topical ointment was prescribed for the skin reaction; however, the type of ointment is not known. Photographs were not available of the skin reaction. The original electrodes are anticipated to be returned; however, conmed corporation is not in receipt of the devices to date.

Manufacturer narrative:
The device is being returned to conmed corporation for evaluation.; however, has not been received to date. Photographs have not been sent of the device or of the skin irritation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed.

Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. DHR/lhr, device history record/lot history record, review has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or, performance were not identified during manufacture. One (1) open pouch of electrode was returned to conmed complaint center for investigation. The returned device examined in the laboratory. The returned electrodes (two (2) electrodes) were slightly dried out due to being in the open pouch. The gel, stud & eyelet were observed to be according to the intended specification; however, due to the dried out gel testing on the devices is not possible. The patient survey offered information regarding device usage such as skin site preparation, (survey states unknown), and, site rotation frequency (survey states electrodes were changed every three days for twenty-eight (28) days). There could be multiple of possible causes either manufacturing or user related issues for this failure mode. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The patient survey stated that the electrode sites were cleaned with soap. The IFU, instructions for use, specifies, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". The IFU, also states that, "the electrode site should be dry before electrode application. Fluids including skin cleaning solutions, lotions or soapy water may cause skin irritation and loss of adhesion". These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include trapped solvents under the ECG electrode device, or, allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.